Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high out of range pacing impedance. Surgical intervention was performed to attempt to reposition this rv lead. The physician was unable to retract the helix mechanism, and the lead was explanted. A new lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. With the available information, boston scientific confirmed that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high out of range pacing impedance. Surgical intervention was performed to attempt to reposition this rv lead. The physician was unable to retract the helix mechanism, and the lead was explanted. A new lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.